Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described indihisosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriat follow-up medwatch arrl be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the device was dull and slightly bent. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:unknown.

Event description:
It was reported by the sales rep via phone that during an acl procedure these restore femoral awl devices were dull and slightly bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. These devices will return for evaluation.